Event description:
The customer reported haze/oil mist. The customer reported that there were no "watery eyes or symptoms" from the oil mist. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
The fse replaced the unit with a new oil mist filter provided by "r&d". He checked the system verification and the unit met specifications. No further test needed.